Event description:
The user pierced her finger with the alinity I sample probe while performing weekly maintenance on (B)(6) 2023. The user sought medical treatment in the emergency room where a bandage was applied. An antibiotic and anti-viral treatment were also prescribed.

Manufacturer narrative:
The customer received a stab/puncture wound from the alinity pipettor probes while performing weekly maintenance on the alinity I processing module while the module was initializing/in progress. The customer was wearing gloves when the injury occurred. An evaluation was performed, and a deficiency of the likely cause was not identified. Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No trends were identified for this issue. Device history review did not identify any issues that may have caused this issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. The adverse event injury was related to a use error in that the customer did not follow the correct steps when performing weekly maintenance (instrument status should be - stopped, warming, or idle). No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The user pierced her finger with the alinity I sample probe while performing weekly maintenance on (B)(6) 2023. The user sought medical treatment in the emergency room where a bandage was applied. An antibiotic and anti-viral treatment were also prescribed.